Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician was unable to advance a ruby coil within its introducer sheath and, therefore, the ruby coil was removed. The physician then attempted to advance the ruby coil within its introducer sheath on the back table but was unsuccessful. Therefore, the procedure was completed using a new ruby coil. There was no report of an adverse effect to the patient.